Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The smarttouch, with smartview 3.16 installed, presents a screen freeze during the interrogation phase in multiple occasions.

Manufacturer narrative:
The reported behavior was not confirmed. By analysis of the reported logs, no evidence of freeze was confirmed. Indeed, all the sessions analyzed have been correctly started and closed. The most likely hypothesis is that the user observed a different time of execution of the interrogation between the bluetooth communication and inductive communication. Having a faster interrogation time using bluetooth is an expected behavior. No defect is confirmed in the reported event, which is recorded for trending purposes.

Event description:
The smarttouch, with smartview 3.16 installed, presents a screen freeze during the interrogation phase in multiple occasions.